Event description:
The customer reported that an 840 ventilator had a erratic screen while in use on a pt. The pt was not harmed or injured as a result of the event. Puritan bennett was not authorized to repair the unit. The customer reported to have replaced the graphic user interface cpu pcb. The puritan bennett customer support engineer (cse) updated the software and conducted final testing.